Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation valve and 3 way solenoid valve were replaced to address the issues.

Manufacturer narrative:
The manufacture previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation valve and 3-way solenoid valve were replaced to address the issues. The device has not been returned to the manufacturer. The customer was taking responsibility to correct/repair the device.